Manufacturer narrative:
Concomitant medical products: lead model 3387-40 lot #j0519663v implanted: (B)(6) 2008 explanted: unk; lead model 3387-40 lot#j0428206v implanted: (B)(6) 2008 explanted: unk; extension model 748240 serial #(B)(4) implanted: (B)(6) 2008 explanted: unk; extension model 748240 serial #(B)(4) implanted: (B)(6) 2008 explanted: unk; programmer model 7436 serial #(B)(4).

Event description:
It was reported that while traveling to europe in 2008 the patient's implantable neurostimulator was turned off inadvertently without the patient's knowledge. The patient's symptoms returned. The device was turned back on when the patient returned to the united states a few weeks later. It was unclear whether the event was due to a metal detector. Additional information has been requested, a follow-up report will be sent if additional information becomes available.